Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2025 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) arrived at the anesthesia device and found no failures on the screen. The customer was asked to inventory medications in all drawers, during which half-height matrix drawer 2.1 failed. The fse shut down the device, inspected drawer 2.1, and reseated the open/close sensor, retractor band, latch sensor, and position sensor and no issues were found. After restarting the device and testing, the error could not be duplicated. Further diagnostics and multiple inventory tests on the drawer were performed without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.